Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is user error due to applying excessive force while grasping and manipulating tissue or when applying excessive leveraging forces.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/04/2024, it was reported by a sales representative via e-mail that an ar-3636 knotless 1.8 fibertak® soft anchors blue repair suture was shuttled through the looped end of the shuttling stitch. It wouldn't continue to tension down when pulling down on the blue repair suture. This occurred during a labral repair where the case was completed by using another ar-3636 knotless 1.8 anchor. The patient was not harmed.